Manufacturer narrative:
When nakanishi first got in touch with the dentist to hear the details, the dentist provided limited information about patient. Nakanishi will try to obtain additional information again.

Event description:
On january 30, 2017, an nsk x95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the handpiece had overheated. Upon receipt of the information, nakanishi contacted the dentist for further information. The details are as follows. The event occurred on (B)(6) 2017; the dentist was removing a crown from the patient's upper right tooth #6 using the x95l handpiece (serial no.: (B)(4)); the dentist was made aware of a burn injury on the right side of the patient's lower lip.

Manufacturer narrative:
On (B)(4) 2017, nakanishi visited the dentist and tried to acquire patient information, but the dentist did not provide the information. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [c170130-12-1]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record ((B)(6) 2015) since the device was shipped. According to the service record, after repairing the handpiece (repair of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks. Nakanishi confirmed that all of the criteria were met. Nakanishi set a test bur in the handpiece and rotated it by hand as a simple movement test. Nakanishi observed that the bur did not rotate at all. Nakanishi connected the handpiece to the motor and rotated the motor. Despite the fact that the bur did not rotate at all in the simple movement test by hand, the bur started rotating with the motor. Since nakanishi confirmed the bur rotation with the use of the motor, nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. - test point (1): 37.5 degrees c - test point (2): 37.2 degrees c - test point (3): 34.4 degrees c - test point (4): 34.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed abrasion/discoloration at the gear engagement part. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event. However, nakanishi considers the possibility from many years of experience and abrasion/discoloration at the gear engagement nakanishi observed in the visual inspection that the ingress of foreign materials/abrasive powders into the bearing interfered with the normal rotation of the device due to abnormal rotational resistance, which led to the reported overheating. A lack of maintenance causes the accumulation of foreign materials/abrasive powders in the inside parts, which causes foreign material/abrasive powder ingress into the bearing during rotation, leading to rotational interference due to the abnormal resistance. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.